Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Pump received with cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had top buttons at times had to pressed harder to get response and around the reservoir and battery cap area was chipped. The customer¿s blood glucose was unknown at the time of incident. The customer also report the unexplained no delivery alarm and take while to rewind and also state that once it rewinding and stopped and went back down. The customer also report the battery will be hot when was it replaced at times. The insulin pump will not be returned for analysis.